Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2022 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an endoscopic esophageal dilatation procedure performed in the esophagus on an unknown date. During the procedure, the balloon was attempted to be inflated; however, it could not be inflated. A hole was observed in the balloon. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an endoscopic esophageal dilatation procedure performed in the esophagus on an unknown date. During the procedure, the balloon was attempted to be inflated; however, it could not be inflated. A hole was observed in the balloon. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 03/01/2022 as no event date was reported. Block h6: device code (B)(6) captures the reportable event of balloon pinhole. Block h10: investigation results a visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. The guidewire was noted to have a kink. Microscopic analysis was performed, it was noticed that the balloon had a pinhole, which confirms the event. Functional evaluation was performed, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located in the proximal section on the body of the balloon. The pinhole problem is likely due to factors encountered during the procedure, such as excess pressure, interaction with other devices, or anatomical affairs during the procedure that could have created friction, resulting in the found problem of balloon pinhole. Additionally, the guidewire was found kinked, which is likely due to the manipulation of the catheter. Demonstrating excessive force during handling or usage. Forcing the device against significant resistance could result in device damage or loss of functionality. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.